Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s freestyle libre 3 plus sensors would not pair or scan with the ilet mobile application despite multiple attempts and educator-led troubleshooting, leading the training to proceed with a dexcom g7 instead. Symptoms included no physiological symptoms. Outcomes included a delay in intended sensor use and reliance on an alternative cgm. Investigation included user support review and troubleshooting education. Investigation of this case revealed an inability of the sensor-phone-app system to establish communication. It was concluded that the event involved a pairing failure between the cgm sensor and the ilet app, and the user opted to continue with a different cgm.